Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 60% stenosed lesion in the superficial femoral artery and the popliteal artery. A 5x120mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time to 14 atmospheres (atm) when a balloon rupture occurred. There was no adverse patient effect and no clinically significant delay in the procedure. A new armada 18 bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.